Manufacturer narrative:
It was reported the patient missed their refill alarm date of (B)(6) 2012 (not (B)(6) 2012 as previously reported). (B)(4).

Event description:
It was reported that the patient had a return of symptoms after missing the refill alarm date of (B)(6) 2012. It was indicated that the patient had "a little bit of symptoms" and the pump was refilled on (B)(6) 2012. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).